Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported products and additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. As the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00033-1.

Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. Cortical bone screw, ã¿ 4x24mm item#47248612440 lot#3174997. Cortical bone screw, ã¿ 4x26mm item#47248612440 lot#3164766. Washer small item#47248800004 lot#3087027. Proximal humerus nail cap, 0mm item#47248801000 lot#3081964. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00033.

Event description:
It was reported that operation was performed with ann nail approximately 4 months ago. After 2 months from the initial, surgeon found one of the proximal screw was backed out from the proper position. The surgeon will keep an eye on the patient condition as well, but no revision has been planned so far. Diligence is complete and additional information on the reported event is unavailable at this time.